Event description:
Information received indicates when the head section is raised all the way up; it will drift down slowly in 24 hours.

Manufacturer narrative:
The technician found the head cylinder was leaking fluid. He replaced the head cylinder to repair the bed.